Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "intracapsular implant rupture."

Event description:
Patient reported "intracapsular implant rupture", "traces of fluid in the folds", "violation of the integrity of the implant, its structure is heterogeneous", "intramammary on the right up to 3 mm bi-rads" and "n60.1 condition after arthroplasty of both mammary glands" diagnosed via ultrasound. This record if for the right side. The device remains implanted.

Manufacturer narrative:
Photo analysis: device photograph(s) for the device related to the reported event of rupture, and capsular contracture requested on november 24,2025. It is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
The device was explanted and replaced by another manufacturer's device.